Manufacturer narrative:
(B)(6). (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the interior mechanism was running well but the actual diameter of the clamping mechanism did not match the outer scale. The device was tested and it was observed that it was not possible to clamp the wire when adjusting the diameter according to the scale for all four diameters of the test gauge. It was further observed that clamping of all diameters was possible when adjustment of the clamping mechanism was conducted on a tactile basis. The device was disassembled and it was observed that the direction finding-cylinder was turned 180 degrees as it has been mounted incorrectly. It was further observed that the device was a course device and should have never been used for clinical use. The reported condition was confirmed. The assignable root cause was determined to be due to incorrect service performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device would not rotate properly. According to the report, when the surgeon tried to adjust the tick mark from 1.0 to 2.5, the device did not rotate well and stopped at 2.0; no further movement was available in the same direction. The reporter stated that the tick mark reached 2.5 by rotating clockwise. It was further reported that the surgeon could not attach to the k-wire. The reporter stated that ¿the visible tick mark might not match the actual size which it can be attached to¿. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.